Manufacturer narrative:
Hill-rom technical support found the connecting rod was bent and provided the part number to the account. The account did not provide a serial number on the stretcher for a pm search. Three attempts have been made by hill-rom technical support regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the pt's home. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).